Manufacturer narrative:
Device evaluation: review of the black box data revealed multiple power on reset events on (B)(6) 2014. The battery and cartridge caps were not returned with the pump for investigation; test caps were used to complete the investigation. There was moisture corrosion observed on the display screen inside the pump. A leak test was performed, revealing a moisture leak at a crack between the display lens and the case seal. The pump was exercised for 24 hours without any power interruption, errors, alarms or warnings occurring. The pump was opened for investigation and revealed moisture corrosion present inside the pump on the printed circuit board, display screen and force sensor circuitry.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted 10/8/2014. Additional information obtained: the reporter stated that the pump "makes all kind of alarms". There was no adverse event associated with this issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump went blank after water damage from a bath. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.